Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identified crease sharp in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior due to a fold flaw opening. Non-penetrating nicks in the anterior side.

Event description:
Additionally, healthcare professional reported left side "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.